Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was around 480 mg/dl. The customer experienced high blood glucose levels. She had to inject several insulin pens, until she thought she could use her insulin pump again. Air bubbles were found in the tubing. The customer mentioned it was painful to remove an infusion set that had a bent needle. The needle was hard to remove and caused her to bleed a little. The product was not returned. Nothing further to report.